Manufacturer narrative:
Follow-up submitted with evaluation results provided by the customer which confirmed there was reduced brake force due to delaminating casters. Casters will be replaced at the customer's discretion. Customer performed evaluation.

Event description:
It was reported via repair work order that the casters were delaminating potentially resulting in reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the casters were delaminating potentially resulting in reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.